Event description:
Initial reporter indicated that the pt had a tumor removed from the left breast after implantation with the vns device. The pt's nurse practitioner reported that the mass that was removed from the left breast was benign and not cancerous.